Event description:
The plantiff alleges that while employed as a nurse, plaintiff was exposed to latex gloves. Plaintiff alleges that plaintiff suffered from, inter alia, hand and body sores, hand dermatitis, hives, swelling, wheezing, runny eyes and nose, shortness of breath, faintness, asthma-like symptoms and anaphylactic reactions and other physical injuries, as well as great despair, and loss of enjoyment of life, all of which are of a permanent and continuing and of a life-threatening nature. Plaintiff further alleges that plaintiff has been diagnosed as suffering from type-I latex allergy. Furthermore, plaintiff alleges that because plaintiff is sensitized to latex, plaintiff is at risk of suffering anaphylactic reactions when plaintiff comes into contact with many different commonly used products which contain the natural latex protein. Plaintiff also alleges that plaintiff has suffered severe and irreversible latex allergy. Plaintiff alleges that plaintiff is unable to enter any environment where plaintiff is exposed to latex proteins, entering such environments puts plaintiff at serious risk for an anaphylactic reaction. Plaintiff also alleges that plaintiff must live life in constant vigilance for the presence of latex products, avoiding everyday common products that contain latex. Plaintiff further alleges that plaintiff is restricted in life as to where plaintiff can go, and what plaintiff can do with life, with career, and with family. Furthermore plaintiff alleges that plaintiff finds it difficult to seek medical and dental care, and entering a hospital for any purpose is a health hazard to plaintiff. Plaintiff alleges that plaintiff suffered and will continue to suffer in the future severe physical injuries, severe emotional distress, and an inability to engage in normal activities. Plaintiff also alleges that plaintiff has suffered great loss and depreciation of earnings and earning capacity and will continue to suffer same for an indefinite time in the future. Finally, plaintiff alleges that plaintiff has incurred reasonable hospital and medical related bills, and due to the permanent nature of plaintiff condition, will continue to do so in the future.